Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that patient feels like they were having more trouble with emptying, and more accidents. It has been occurring the past week or two, maybe three weeks. They had some pain in it that never went away after the surgery. They always felt like they had a bruise there but then they were always in their wheelchair. Patient wanted to know how to check her battery status. They were told it would last 5-7 years. Walked caller through trying to connect handset, communicator, and stimulator. Confirmed there was no electrical magnetic interference and the communicator was not plugged in. Communicator has solid blue light. Blue side of communicator is against the skin and positioned vertically. Patient said they keep getting device not found. Siting and leaned forward. Had patient reposition the communicator and still was not able to connect. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider (hcp) to further address the issue. Patient h as an appointment with a new hcp next wednesday. They were going to call and see if they can get in tomorrow. When asked if patient knew the hcp name patient didn't respond.